Event description:
The dr reported that he was not able to hear the laser pulsing near the end of a therapeutic photokeratectomy procedure and believed that the laser had stopped firing. The laser did not display any errors and indicated in that the treatment completed successfully. Against the advice of amo's sr. Technical support engineer, the dr decided to continue with an add'l 18 seconds of treatment. At the one day post operative visit, the pt was 3.0 diopter over corrected. Review of the equipment did not detect any malfunction.

Manufacturer narrative:
Evaluation: the machine operated as intended and completed the treatment. No errors were found on the error log and no evidence that the laser misfired. Review of the computer's hard drive revealed there to be no malfunction. The incident was determined to be due to the doctor's error.